Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device wouldn't advance through scope. No effects/harm to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device wouldn't advance through scope. A new device was opened and no further incident was reported. No effects/harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/12/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the returned harvesting device and cannula. The c-ring, jaws, and heater wire were observed to be intact with no visual defects observed. No visual defects were observed on the cannula or harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. No resistance was noted when inserting or removing the harvesting device from the cannula. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed. The lot # 30002552943 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.